Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and separation was observed from the power injectable tubing. A dimensional test was performed with no issues noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set broke during an unknown process step. ¿the tubing simply fell apart like it had no glue to hold it together.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.